Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02jan2020.

Event description:
The customer reported that the device's battery was not charging. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 18 march 2020. Date of this report: 19 march 2020. The customer confirmed the issue was resolved and the defective part was disposed. No repair information was provided. Faulty parts will not be returned for failure investigation.